Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.5 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, on the left ventricular lead, there was high impedance on all vectors and no thresholds could be found. Several positions were attempted, but none were successful. The lead was removed. The patient was in stable condition.